Event description:
Stent was placed thru vessel to open vessel. When pulling out the stent, it broke in vessel. A snare was retrieved and piece that broke off was able to be retrieved from vessel. No harm to the patient.